Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the following. - the instrument channel was leaked. - the angulation was out of specification. - the adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. - the universal cord was dented, buckled, or wrinkled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection of the subject device by the user, it was found that the cleaning brush appeared to be catching within a channel of the subject device. In addition, omsc was informed from the user that as a result of microbiological testing by the user, following microbes were detected from the sample collected from the subject device. [(B)(6) 2020] - pseudomonas (1 cfu) [(B)(6) 2021] - escherichia coli and pseudomonas (> 10 cfu) [(B)(6) 2021] - pseudomonas (> 10 cfu) [(B)(6) 2021] - staphyloccocus - low level skin contamination (< 10 cfu) [(B)(6) 2021] - pseudomonas (> 10 cfu) [(B)(6) 2021] - escherichia coli (10 cfu) [(B)(6) 2021] - mixed coliforms (50 cfu) [(B)(6) 2021] - gram-negative bacilli (1 cfu) the user stated that after the biofilm had been removed, the microbiological test result was negative. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and olympus (B)(4), the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.